Event description:
It was reported that during interrogation out of the box but prior to a procedure, an error message noting the battery voltage was lower than expected was observed on the implantable cardiac monitor (icm). The icm was exchanged. There was no patient involvement.